Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify missing segment partial display due to blank display..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a fluid under liquid crystal display and now they can barely saw the screen. Customer's blood glucose level was unknown. Customer stated the insulin pump developed condensation under the screen. Customer reported that it cleared up and now she can barely read the screen. Customer reported that home screen was dark but when you go to the menu it was too faint to saw. Insulin pump will be returned for analysis.